Event description:
It was reported that a patient presented with over-sensing noted on the atrial device channel. No intervention was performed but programming changes were suggested. No adverse patient consequences were reported.